Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded (cto), 99% stenosed target lesion was located in the severely tortuous and moderately calcified right femoral artery. A 2mm x 40mm x 145cm coyote¿ es balloon catheter was advanced but failed to cross the lesion. It was then decided to inflate the stenosis right before the lesion; however, on the first inflation at 3 atmospheres for 2 seconds, the contrast media was noted to be leaking and the balloon was ruptured. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.